Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in regards to adjusting the settings on her insulin pump and reported she experienced low blood glucose of 25 mg/dl. The customer stated she treated with chocolate syrup and had prepared more food when she began to feel weak and confused, and the paramedics were called by customer's spouse. Customer treated with glucose tablets. At the time of this report, customer's blood glucose was 350 mg/dl. Adjustments were made in customer's bolus and customer was advised to monitor the insulin pump, which she will not be returning for analysis.